Manufacturer narrative:
Continuation of d10: product ID 978b133 lot# va2z08w. Implanted: (B)(6) 2024: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b133, serial/lot #: (B)(6), ubd: 23-jan-2026, UDI#: (B)(4). B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that the patient said for the last several days they have been having problems with more leakage and they think the problem is the lead. Patient said before they were getting a 80-90% reduction in symptoms but now they aren't even getting a 50% reduction. Patient said they can feel the wire like a springy type effect and it is becoming more prominent and irritating because it gets snagged in their clothes, under garments and that kind of stuff. Patient thought it was just small scar tissue but now it is so prominent and it feels like a wire. Patient has been slowly increasing the amplitude of the implant. Patient said they still feel stim in the bike seat area but they have to increase stim higher to feel it. Patient is currently on program 4 at 2.7 and the level is a constant tingle all the time and annoying. The patient was redirected to their healthcare provider to further address the issue.". Event date "about 2 weeks".